Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient was connected during the initial drain on the homechoice and the patient line was not primed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps during peritoneal dialysis therapy. The patient was connected during the initial drain on the homechoice, but the clamp was closed on the patient line and the patient line was not primed. The technical service representative assisted the patient to end therapy. The caregiver will remove the old supplies and reset with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.